Event description:
Caller reported that the indicated battery charge of the pump dropped 50% in a short period earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging to replace the pump, and the customer was instructed to return the problematic pump within 10 days using a pre-paid label after putting it into storage mode. Customer acknowledged understanding of all instructions.